Event description:
The device was not clinically applied. Reportedly, the visibility was not clear after resterilization.

Manufacturer narrative:
8/20/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.